Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4194 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported the device was removed due to premature battery depletion and a new device was implanted. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.